Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation of the device, it was observed that the device would power itself off after being on for approximately 10 seconds. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio further evaluated the device and observed that the internal hlc batteries from the analog pcb assembly had been significantly depleted.  After an evaluation, it was determined that the customer had installed the shorting plug into the charge-pak assembly and reinserted the charge-pak into the device.  After insertion of the charge-pak into the device, the internal hlc batteries became depleted to an extremely low level causing damage to the hlc batteries.  This lead to the reported power issue and would not allow the hlc batteries to charge back up.